Event description:
Pt undergoing stent deployment in lad. Two stents implanted successfully. There was an unprotected space between the edges. A third stent was attempted. This came off the balloon before correct placement was obtained.